Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during drain two of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver (cg) stated that there were air spaces that were one centimeter or larger noted in the patient line of the amia cassette and in the transfer set. Renal therapy services (rts) advised the cg to end therapy and inform their physician regarding the issue. Proper procedures per the user manual were reviewed with the cg. It was further reported that the transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.